Event description:
Customer reported intermittent blanking of the left monitor as well as intermittent trouble playing cine runs back. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-seated all connectors to the left monitor. Checked input voltage, ok. Re-seated cine bridge board and all associated connectors. Customer indicated that these symptoms have not shown for this past week. Could not duplicate problem, but performed these checks anyway. Verified proper operation of the system.